Event description:
It was reported that the atrial lead impedance was low and had been programmed to unipolar for a few years. The lead remains in use, and the patient continues to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: competitor implantable pulse generator. (B)(4).